Manufacturer narrative:
Additional information was requested but was not received.

Event description:
It was reported that the patient died suddenly. There was no known relationship between the device and the patient's death. Related manufacturer reference number: 2938836-2019-05860, 2938836-2019-05861, 2017865-2019-10841.